Event description:
New information received noted that the right ventricular lead exhibited complete loss of capture due to the high capture threshold.

Manufacturer narrative:
The reported events of high right ventricular lead impedance and high capture threshold were confirmed in the laboratory. The distal portion of the lead measuring 48.9 cm was returned in one piece. Calcification or fibrosis was found covering the ring electrode at the distal end of the right ventricular shock coil. Other damages found were consistent with damage sustained during the surgical procedure. The cause of the reported incident was isolated to the calcification or fibrosis found at the ring electrode region. No other anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. During the follow up, it was discovered that the right ventricular lead exhibited high capture threshold and high pacing lead impedance. No patient symptoms were noted. On (B)(6) 2019, the lead was successfully explanted and replaced. The patient condition remained stable at the time of the procedure.